Event description:
The provider states the left motor will not go into freewheel mode and the batteries wil not hold a charge. The provider states the strain from the left motor caused the batteries excessive use.